Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the customer indicated "broken; does not work after few moments" at 12,471 joules and 1.49 minutes of use. Case was completed with a second fiber. Patient outcome: "no injuries to the patient" reported.